Manufacturer narrative:
The local representative was called back to the ER because the patient was again experiencing rates in the 30 ppm range. An xray did not show any evidence of dislodgement. Pocket manipulations and patient isometrics during a previous device check did not show any evidence of electrogram noise. The daily impedance measurements had been normal and there had not been any device resets. When the local representative returned to the ER later that afternoon, the patient had an external pacemaker and 28 minutes of external pacing were documented. The local representative did perform pocket manipulation while performing a pacing impedance test. No electrogram noise was observed and the impedance measurements were normal. The local representative did observed single beats where a paced beat was provided by the external pacemaker because the device failed to pace. Technical services discussed the possibility of either a primary lead or device issue. Following further discussions, technical serviced discussed the possibility of a primary lead (lead-on-lead abrasion) issue. The physician planned to replace both the device and right ventricular (rv) lead. An electrogram was sent to technical services. Following review by technical services and in-housing engineers, it was believed that this represented a primary lead issue. The patient was presented to the electrophysiology (ep) laboratory and was able to easily extract the rv lead. There was a small amount of bodily fluid in the insulation down near the lead tip, but there was no obvious issues identified. The device and rv lead are enroute for analysis.

Manufacturer narrative:
A visual inspection of the returned lead identified set screw marks on the terminal pin and ring. This is consistent with terminal pin-set screw contact. There was dried bodily fluid identified in the tip region of the lead. The helix could not be extended due to bodily fluid infiltration into the helix mechanism. The lead was put through and passed electrical continuity testing, however, the lead failed insulation integrity testing. Detailed analysis found an abrasion through the inner insulation (about 5mm in length at approximately 54.5 cm from the terminal pin). The abrasion may have allowed the inner and outer coils to interact which may have contributed to the clinical observation.

Event description:
Boston scientific received information that this local representative contacted technical services to report that this patient has been symptomatic (dizziness). Episodes were stored which identified as-vp (vs) on every beat. The automatic capture and sensing feature had been programmed on, however, the patient is generally pacemaker dependent. Technical services discussed the possibility that the device is oversensing but in not inhibiting pacing. Technical services did not suspect that the cause of the patient's clinical symptom was related to oversensing with pacing inhibition, undersensing or true loss of capture. The patient became symptomatic (dizziness and ringing in the ears) while at the clinic for device evaluation. At that time, the patient's heart rate was normal and the device was functioning appropriately. Therefore, the physician did not believe that the cause of the patient's symptom was device related. The device was reprogrammed and the patient was scheduled for an in-clinic follow-up in one month. Subsequently, the patient was presented to the emergency room (ER) due to similar clinical symptoms. The device was interrogated and appeared to have been functioning appropriately (as-vp with a rate of 70 ppm). The local representative did observe the as-vp (vs) annotated markers and the device was reprogrammed. The patient did experience some symptoms while being monitored, however, the rate, as observed from the programmer, was normal. The local representative left the ER but was called back in the morning because electrograms were available that identified a pacing rate of 30 ppm. The pacing thresholds were rechecked and were stable at 2.0 volts at 0.7 ms. The local representative noted that the patient was not symptomatic during the test when loss of capture occurred or when the rate was changed to 30 ppm during attempts to measure r-wave amplitudes. At that time, the device's sensitivity parameter was reprogrammed.